Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and noise was reproduced. X-ray imaging was performed and revealed no anomalies. The physician suspected the event to be due to subclavian crush. The event was resolved by capping and replacing the rv lead. The patient was in stable condition and experienced no adverse consequences.